Event description:
It was reported that the patient may be having an allergic reaction to the device. The patient's friend reports "the implant site looks like the top part has worn off and I can see the coils from behind it". The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).